Manufacturer narrative:
B4- in initial MDR date (B)(6) 2019 corrected to (B)(6) 2019. Claim# : (B)(4).

Manufacturer narrative:
Corrected data: g4- in the initial MDR is corrected to 06-oct-2019. H6-patient code 1937 in initial MDR is not applicable. Patient code 2140 in initial MDR is not applicable. Additional information: h6-patient code 2227-haoles. Claim#: (B)(4).

Manufacturer narrative:
Age: unk. Weight: unk. Ethnicity: unk. Race: unk. Date of event: unk. Product code: unk. Model #: unk. Device manufacture date: unk. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a lens into patient's left eye (od) on (B)(6) 2019. Per reporter, "original vault day one was 700-800 with 1+ edema at one week with increasing vault to 1000-1200. Iops 23/22 at one-two hour visit, 21/21 at one week, 19/17 at one month." Reportedly patients vision is 20/20 but halos and vault 1100-1200 with reportedly mid-dilated, poorly reactive pupils are being observed. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.